Manufacturer narrative:
Additional information: on april 30, 2021, mentor became aware that the patient actually experienced bilateral breast cysts, rupture on the right side and capsular contracture on the right side. As a result, the patient underwent unilateral device removal on the right side with a 405cc mentor memorygel breast implant, catalog number 3507405mc, serial number (B)(6) on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 405cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The ruptures were confirmed with a mammogram and MRI. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced capsular contracture on the right side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).